Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached and the upstream occlusion (uso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso and uso seals were replaced.

Event description:
It was reported that the pump had a damaged latch in the battery compartment, and minor corrosion on the battery springs. There was no patient involvement. Device evaluation revealed the downstream occlusion seal was detached, and the upstream occlusion seal was delaminated.